Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 6) occurred with multiple cartridges. Reportedly, the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 110 mg/dl range. Reportedly, the customer continued to use the pump for insulin therapy.